Manufacturer narrative:
Device serial number unavailable. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a lumbar fusion procedure. It was reported that the site was unable to get the camera working. The site was stuck on the instrument verification screen, and then when they tried to restart, it got stuck on the booting screen. The site used a different navigation system to complete the procedure. There was no reported impact to patient outcome. There was a reported delay of less than ten minutes due to this issue. A representative was on-site the following day, and was unable to replicate the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated and thus could not be determined to be caused by the software. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Software analysis.